Manufacturer narrative:
The device was returned to zoll medical canada; visual evaluation of the device found evidence consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the defibrillator's associated electrode pads were being removed from the patient by a nurse. The complainant alleged that the defibrillator inappropriately did not prompt a "check pads" or "poor pad contact" message. Another nurse present discharged energy while the electrodes were being removed which created an arching/sparking coming from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.